Manufacturer narrative:
Detail of product: item #: 0100181440; item name: metasul ldh head, 44, code j, taper 18/20; lot #: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were not reviewed because the lot number was not provided. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that about 8 years after the implantation the patient started to be monitored due to pain, elevated metal ion levels, fluid around the cup and deterioration.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent revision surgery following the monitoring due to pain, elevated metal ion levels, fluid collection and loosening.

Manufacturer narrative:
Item#: 0100181440, item name: metasul ldh head, 44, code j, taper 18/20, lot#: 2468047, DHR review: the quality records indicate that the components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain (as loosening and elevated metal ions could not be confirmed). Review of event description: the patient was implanted with a left tha consisting of a mmc cup and a metasul ldh head on (B)(6) 2010 and was monitored due to pain, elevated metal ion levels, fluid collection and loosening. The patient underwent revision surgery on (B)(6) 2018. Review of received data: the following x-ray review was performed by a health care professional: x-rays pelvis overview, left hip ap-/lauenstein-view, dated on (B)(6) 2012: cementless stem and cup, orthograde stem position, slightly flat cup position with inclination angle approx. 36 °. On the lateral stem shoulder recognizable small radiolucent line. No evidence of loosening of the cup or stem component. X-rays pelvis overview, left hip ap-/lauenstein-view, dated on (B)(6) 2012: compared to the previous image quality more transparent, therefore bony structures sharply contrasted. No change in cup or stem position, cup inclination angle about 38°. The small radiolucent line on the lateral prosthesis shoulder is no longer recognizable. No conspicuous peri-implant bony structure lesions. X-rays pelvis overview, left hip ap-/lauenstein-view, dated on (B)(6) 2013: no change in cup or stem position, cup inclination angle about 38°. No evidence of loosening of the implant components, no conspicuous peri-implant bony structure lesions. At approximately comparable zoom factor compared to the pre-recording on (B)(6) 2012, no stem sintering. X-rays pelvis overview, left hip ap-/lauenstein-/faux-profil-view, dated on (B)(6) 2015: in the course no change in the cup or stem position, no evidence of loosening of the implant components, no conspicuous peri-implant bony structure lesions. X-rays pelvis overview, left hip ap-/lauenstein-view, dated on (B)(6) 2017: pelvis overview, left hip ap-/lauenstein-view: comparable to the previous x-ray from on (B)(6) .2015 image quality more transparent, therefore bony structures sharply contrasted. No change in the cup or stem position, no evidence of loosening of the implant components, no conspicuous peri-implant bony structure lesions. X-rays pelvis overview, left hip lauenstein-view, dated on (B)(6) 2018: in the course no change in the cup or stem position, no evidence of loosening of the implant components, no conspicuous peri-implant bony structure lesions. Summary of the review: in a 58-year-old, male, overweight patient, the implantation of a total hip arthroplasty, noncemented, left hip (mmc cup and a metasul ldh head) was performed on (B)(6) 2010. No special features documented intraoperatively. The intra-operatively described cup inclination angle of 45 degrees is not comprehensible due to the present conventional radiological image diagnostics. At about 38 degrees, the hand-measured cup angle is rather flat. 2 weeks later on (B)(6) 2010 the patient denies pain in the hip, radiologically well-positioned and aligned components. 4 weeks later on (B)(6) 2010 by dr. (B)(6) noted, beautifully status post left tha, x-rays were postponed. On (B)(6) 2011 by dr. (B)(6) mentioned, doing beautifully post left hip arthroplasty, x-rays would look good. Dr. (B)(6) mentioned on (B)(6) 2012, he's had some problems with this cup lately. The patient has increasing symptoms at the left hip for about 6 months. There is some vague anterolateral pain, which may occasionally radiate down the thigh into the buttocks and groin and may not be relieved with nsaids. On exam subtle trendelenburg and well-preserved motion. Radiologically post mmc a subtle submillimeter zone 1 lucency would be recognizable. He's had some problems with this pan lately. MRI on (B)(6) 2012 mentioned minimal osteolysis along the anterior margin of the stem and a 1,5 cm fluid collection posterior to the greater trochanter with no capsular dehiscence. On (B)(6) 2012 dr. (B)(6) mentioned, cobalt/chromium levels are low, MRI shows a fluid collection. No doubt the cup would be loose. We discussed revision. In the laboratory report on (B)(6) 2012 noted blood sample on (B)(6) 2012, cobalt was not detectable, chromium value 1.1 g / l (standard value 0.1-2.1). First available x-ray examination on (B)(6) 2018. On the lateral stem shoulder recognizable small radiolucent line, the stem position is correct, the cup inclination angle is somewhat flat at about 36 degrees. No evidence of loosening of the cup or stem component. Already 6 months on (B)(6) 2012 later, this small radiolucent line was no longer radiologically recognizable. Conventional radiological in the follow-up examinations from on (B)(6) 2012, on (B)(6) 2013, on (B)(6) 2015, on (B)(6) 2017 to on (B)(6) 2018 comparatively no change in the cup or stem position, no evidence of loosening of the implant components, no conspicuous peri-implant bony structure lesions. No evidence can be found in the present medical record which would explain an implant-related cause of possible anterolateral pain of the patient about one year after the implantation of a cementless total hip replacement. Conventionally-radiologically during the first 3 months from the time of implantation to on (B)(6) 2011 described by the surgeon himself a good condition . On the basis of the available documents, dr. (B)(6) on (B)(6) 2012 mentioned radiologically visible subtle submillimeter zone 1 lucency is not understandable, since a corresponding radiological imaging is not on record. The first conventional x-ray diagnosis of the left hip dates on (B)(6) 2012. The minimal osteolysis at the anterior margin of the stem mentioned in the MRI report on (B)(6) 2012 is conventionally not radiologically visible on (B)(6) 2012, but a small radiolucent line on the lateral prosthesis shoulder, in the subsequent x-ray examinations no longer recognizable. Contrary to the statements of dr.(B)(6), the metal ion values are not low, but are in the normal range (chromium) or are no metal ions (cobalt) detectable . In the present x-ray examinations from on (B)(6) 2012 to on (B)(6) 2018 no indications for a loosening of the implant components or conspicuous peri-implant bony structure lesions. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination for pain, loosening and elevated metal ions using dfmea (mmc cup): aseptic loosening due to stress shielding not possible: as the x-ray analysis did not confirm stress shielding. Further, the investigation did not confirm aseptic loosening of any implant. Aseptic loosening, metalosis due to deformation of the cup due to setting instrument leads to increased wear not possible: as the review of the medical documentation and the x-ray review did not show any cup deformation. Further, the investigation neither confirmed aseptic loosening of any implant nor did it confirm the presence of elevated metal ions. Aseptic loosening, metalosis due to deformation of the cup due to bad bone condition (e.g. Sclerosis) not possible: as the review of the medical documentation and the x-ray review did not show any cup deformation. Further, the investigation neither confirmed aseptic loosening of any implant nor did it confirm the presence of elevated metal ions. Aseptic loosening due to failure of connection between coating (ti-vps) and substrate (cocr) not possible: as the review of the medical documentation and the x-ray review did not reveal any malfunctioning of the coating. Further, the investigation did neither confirm aseptic loosening of any implant nor did it confirm the presence of elevated metal ions. Aseptic loosening due to failure of connection between coating (ha) and substrate(ti-vps) not possible: as the review of the medical documentation and the x-ray review did not reveal any malfunctioning of the coating. Further, the investigation did neither confirm aseptic loosening of any implant nor did it confirm the presence of elevated metal ions. Metalosis due to loosening ti particles possible: even though, the investigation revealed that no elevated metal ions were found this cause cannot be excluded, as neither the retrievals, intraoperative images nor the revision report is available. Third body wear, metalosis due to loosening ha particles which do not resolve possible: even though, the investigation revealed that no elevated metal ions were found this cause cannot be excluded, as neither the retrievals, intraoperative images nor the revision report is available. Pain due to loss of surface modification elements (fins) possible: as this cause cannot be excluded based on the given information. Looseing due to fatigue failure of the cup body not possible: as the review of the medical documentation and the x-rays did not reveal any malfunctioning of the cup. Indefined long term body reaction due to increased metal ion levels not possible: as the review of the medical documentation and the x-rays did neither confirm aseptic loosening of any implant nor did it confirm the presence of elevated metal ions. Increased number of wear particles / mechanical failure (coating looses from substrate) due to chemical/galvanic/ crevice corrosion of material possible: as the products were not returned for investigation this cause cannot be excluded. Further, the investigation did not confirm the presence of elevated metal ions. Foreign body reaction, acute systemic toxicity (hypersensitisation), adverse biological reaction (acute and/or chronic) due to foreign body reaction through incompatible material (hypersensitive reaction) includes cocr, ti-vps possible: as 1,5 cm fluid collection posterior to the greater trochanter was reported. Foreign body reaction, allergic reaction, adverse biological reaction (acute and/or chronic) due to foreign body reaction through incompatible material ( allergic reaction) includes ha and ti possible: as 1,5 cm fluid collection posterior to the greater trochanter was reported. Groin pain due to soft tissue impingement / irritation possible: as the cup inclination angle is rather flat and no further information about the soft tissue situation is given. No primary stability, groin pain due to not adequate reaming technique, press-fit definition, implantation technique, readjustment of orientation once seated possible: as a rather flat cup inclination angle was found during x-ray review. Increased wear, metalosis due to deformation of the cup due to bad bone conditions, surgeon does not recognize that reduced press-fit is necessary possible: as a rather flat cup inclination angle was found during x-ray review. Further, the investigation did not confirm the presence of elevated metal ions. Loosening of implant due to incomplete seating of the cup and not recognized by the surgeon possible: as a rather flat cup inclination angle was found during x-ray review. Further, the investigation did not confirm aseptic loosening of any implant. Loosening of implant, subluxation due to cup implanted in wrong orientation (malpositioning) possible: as a rather flat cup inclination angle was found during x-ray review. Further, the investigation did not confirm aseptic loosening of any implant. Foreign body reaction due to particles of or accessories remain on the cup surface or additional materials are brought in contact with the implant (e.g. Disinfectant) possible: as 1,5 cm fluid collection posterior to the greater trochanter was reported and this cause cannot be excluded based on the given information. Increased wear due to increased wear due to loose ha particles which don¿t resorb possible: as this cause cannot be excluded based on the given information and the absence of the retrievals. Further, the investigation did not confirm the presence of elevated metal ions. Loosening due to ha layer becomes loose and prevents stable fixation possible: as this cause cannot be excluded based on the given information and the absence of the retrievals. Further, the investigation did not confirm aseptic loosening of any implant. Foreign body reaction due to adverse body reaction through wear particles created by the ti-vps coating rubbing on the pouch due to vibrations possible: as this cause cannot be excluded based on the given information and the absence of the retrievals. Foreign body reaction due to adverse body reaction due to remaining manufacturing residuals (excluding bet, covered above) not possible: as the review of the quality records did not show any deviations or abnormalies from the defined specifications. Adverse effect of ha layer, loosening due to change in ha properties due to temperature changes during transport and storage possible: as this cause cannot be excluded based on the given information and the absence of the retrievals. Further, the investigation did not confirm aseptic loosening of any implant. Foreign body reaction due to foreign body reaction through wear particles created by the ti-vps and/or ha coating rubbing on the protection tray when the cup is placed on the tray. Tray is used to store the cup safely on the preparation table until implantation. Possible: as this cause cannot be excluded based on the given information and the absence of the retrievals. Further, the investigation did not confirm the presence of elevated metal ions. Increased wear due to scratching the cup articulation surface during implantation possible: as this cause cannot be excluded based on the given information and the absence of the retrievals. Further, the investigation did not confirm the presence of elevated metal ions. Loosening of implant due to inadequate postoperative treatment possible: as adherence to rehabilitation protocol is unknown. Further, the investigation did not confirm aseptic loosening of any implant. Excessive wear due to incompatible clearance and materials between the misused counterparts not possible: even though, the implant positioning and alignment was reported to be good post implanatation this cause cannot be excluded as some material might have been between the counterparts. Further, the investigation did neither confirm aseptic loosening of any implant nor did it confirm the presence of elevated metal ions. Loosening on implant due to use of implant outside indication range not possible: as the investigation did not reveal any misuse, abnormal use or off-label use. Further, the investigation did not confirm aseptic loosening of any implant. Groin pain due to soft tissue impingement / irritation due to sharp elements not possible: as the review of the quality records did not show any deviations or abnormalies from the defined specifications. Root cause determination for pain, loosening and elevated metal ions using dfmea (metasul head): increased release of wear particles due to 3rd body wear due to particles possible: as this cause cannot be excluded based on the given information. However, the investigation did not confirm the presence of elevated metal ions. Increased release of wear particles due to clamping and impingement not possible: as clamping and impingement were not identified during investigation. Increased release of wear particles due to scratches on articulated surface from surgeons possible: as this cause cannot be excluded based on the given information. However, the investigation did not confirm the presence of elevated metal ions. Increased release of wear particles due to dislocation, subluxation not possible: as neither a dislocation nor a subluxation was identified. Increased wear due to reduced sphericity due to assembling force not possible: as the x-ray analysis did not reveal a reduced sphericity. And the investigation did not confirm the presence of elevated metal ions. Invivo higher amount of metal ions/particles due to corrosion and wear due to risk of difference between invivo and invitro behavior: combination of 19-22 possible: as this cause cannot be excluded based on the given information and the absence of the retrievals. Further, the investigation did not confirm the presence of elevated metal ions. Undesired tissue reaction due to bioincompatibility of residuals due to product with manufacturing residuals (cleanliness) not possible: as the review of the quality records did not show any deviations or abnormalies from the defined specifications. Release of corrosion particles and ions due to wrong material paring not possible: as the implanted product combination was approved by zimmer biomet. Adverse body reactions (like cyst formation, pseudotumors, alval, metallosis and pain) due to ion release due to increased metal surface (without wear and fretting corrosion) not possible: as the implanted product combination was approved by zimmer biomet. Adverse body reactions (like cyst formation, pseudotumors, alval, metallosis and pain) due to ion release due to increased ion/wear release due to increased articular diameter not possible: as the implanted product combination was approved by zimmer biomet. Foreign body reaction due to not suitable material not possible: as according to material compatibility specification sap 102984 the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Increased wear, loss of taper connection, dislocation due to high patient activity possible: as adherence to rehabilitation protocol is unknown. Further, the investigation did not confirm aseptic loosening of any implant. Increased wear, fretting corrosion (lever torque) due to patient with high body weight and bmi possible: as it was reported that the patient has a bmi of about 35. However, the investigation did neither confirm loosening nor the presence of elevated metal ions and the reported pain cannot be related to a single specific failure mode. Due an unclear involvement of the product in the reported event, it is not possible to perform a meaningful selection of risks for the patient. All related risks and causes related to the mmc cup and the metasul ldh head are covered within the above mentioned dfmea. Conclusion summary the patient was implanted with a left tha consisting of a mmc cup and a metasul ldh head on (B)(6) 2010 and was monitored due to pain, elevated metal ion levels, fluid collection and loosening. The patient underwent revision surgery on (B)(6) 2018. The implanted product combination was approved by zimmer biomet. The quality records of both devices (mmc cup and metasul ldh head) show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Neither the devices nor photos of the retrievals were received; therefore the condition of the components is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are unknown. Adherence to rehabilitation protocol is unknown. The analysis of the medical documentation including an x-ray analysis did not find any evidence in the present medical record which would explain an implant-related cause of possible anterolateral pain of the patient about one year after the implantation of a cementless total hip replacement. Conventionally-radiologically during the first 3 months from the time of implantation to on (B)(6) 2011 described by the surgeon himself a good condition. On the basis of the available documents, dr. (B)(6) on (B)(6) 2012 mentioned radiologically visible subtle submillimeter zone 1 lucency which cannot be confirmed since a corresponding radiological imaging is not on record. First available x-ray examination is dated on (B)(6) 2018. On the lateral stem shoulder recognizable small radiolucent line, the stem position is correct, the cup inclination angle is somewhat flat at about 36 degrees. No evidence of loosening of the cup or stem component. Already 6 months on (B)(6) 2012 later, this small radiolucent line was no longer radiologically recognizable. Conventional radiological in the follow-up examination from on (B)(6) 2012, on (B)(6) 2013, on (B)(6) 2015, on (B)(6) 2017 to on (B)(6) 2018 comparatively no change in the cup or stem position, no evidence of loosening of the implant components, no conspicuous peri-implant bony structure lesions. The minimal osteolysis at the anterior margin of the stem mentioned in the MRI report on (B)(6) 2012 is conventionally not radiologically visible on (B)(6) 2012. Further, contrary to the statements of dr. (B)(6) the metal ion values are not low, but are in the normal range. In conclusion, in the present x-ray examination from on (B)(6) 2012 to on (B)(6) 2018 no indication for a loosening of the implant components or conspicuous peri-implant bony structure lesions was found. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for the reported issue. If additional information (e.g. About the revision surgery) becomes available this case will be reassessed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event udate.